Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that retain-sleeve std f/matrix 5.5 the threads of the device was deformed, and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. Functional test cannot be performed since the device was received by itself, but the alleged complaint condition can be confirmed since the tip was deformed might be the issue for the complaint condition. The observed condition of retain-sleeve std f/matrix 5.5 in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for retain-sleeve std f/matrix 5.5. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: - retaining sleeve matrix- 03_632_001 rev l/h. Device history lot - part # 03.632.001. Synthes lot # 6861929. Supplier lot # 6861929. Release to warehouse date: 20 apr 2012. Supplier: (B)(4). No ncr's were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a cbt plif (l4/5) for treating spondylolisthesis, a screw was not able to be attached straight to the screwdriver. The procedure was completed with a replacement without surgical delay. It was postoperatively found that the tip of the screwdriver had broken off. No further information is available. This report is for one (1) holding sleeve-standard for matrix. This is report 1 of 2 for complaint (B)(4).